Event description:
It was reported that the deep brain stimulation (dbs) patient experienced spontaneous shutdowns of the implantable pulse generator (ipg), resulting in intermittent stimulation and subsequent severe full body spasms and cramps causing pain and discomfort. The physician also noted that when the ipg was connected to the clinician programmer (cp) for impedance testing, the patient again experienced severe cramping. The patient underwent a revision procedure where the ipg was explanted.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced spontaneous shutdowns of the implantable pulse generator (ipg), resulting in intermittent stimulation and subsequent severe full body spasms and cramps causing pain and discomfort. The physician also noted that when the ipg was connected to the clinician programmer (cp) for impedance testing, the patient again experienced severe cramping. The patient underwent a revision procedure where the ipg was explanted. Additional information was received providing the explant date of the ipg and the telephone number of the physician who performed the explant procedure. It was also indicated that the patient was doing well postoperatively.